Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were primed with unspecified IV solutions. The cair clamps and the two slide clamps were placed in the closed position and the solution containers were hung on IV poles in preparation for later use. After unspecified lengths of time prior to pt use, it was reported that although the clamps were engaged, it was reported that fluid continued to drip from the distal end of the tubing sets. It was reported that the tubing sets remained in clinical use and were connected to the pts. The customer contact reported that "once the tubings are connected to the patients, the dripping is not longer an issue." There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).